Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported a loss of therapy; she noticed her gastric symptoms returned. There was a sudden change in therapy/ symptoms. The patient saw a health care professional but he was not familiar with the device. She was indicated for bowel dysfunction/ sacral nerve stim. No further information was provided about this event. If additional information is received, a follow up report will be sent.